Event description:
A distributor in (B)(4) reported that the heater wire pins of two rt225 infant bias flow breathing circuits were split.

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. Method: the two returned complaint breathing circuits were visually inspected and performance tested. Results: the heater wire pins of the inspiratory limbs of both circuits were bent and split and full insertion of the heater wire adaptor was not possible. A lot check revealed no other complaints for either of the lot numbers provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).